Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # v007058, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot # j0454977v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(6), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
A consumer reported the patient had poor communication with the patient programmer and a poor communication screen was displayed. The patient was able to communication with the implantable neurostimulator (ins) using their recharger. The patient had also had sudden tremors that started the day of this report. The ins was last charged two days ago for 15 minutes. During troubleshooting, the patient was able to connect with the ins using the programmer and they got a screen to charge the ins. The patient's indication for use is parkinson's dual and movement disorders.